Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. High capture thresholds were also observed. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.